Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm leaked and adapter damage/defective the patient was suffering from ¿retinal haemorrhage¿, and was asked to inject contrast material intravenously for fundus imaging, the nurse left the cannula in the vein according to the standard of operation, and after the successful puncture and withdrawal of the steel needle, the patient's blood was suddenly sprayed out from the white connector of the y connector (the amount of bleeding was about 3 ml or so), the nurse immediately withdrew the cannula and replaced it with a contaminated sheet, and then calmed the patient down.the nurse immediately removed the cannula and replaced it with a contaminated sheet and calmed the patient down. After observing the blood leakage, she found that the white plastic cap of the cannula was damaged, causing the blood to spurt out.the nurse replaced the needle with a new one, and the needle was successfully inserted. Afterwards, the department learnt that medical devices should be used only after troubleshooting before use.the collection and supply centre will feedback the situation to the dealer: ningbo kaikang medical devices co.

Event description:
No additional information available.

Manufacturer narrative:
1.DHR/bhr review(lot#4081473): 1)the products of this batch were assembled at intima ii auto line 3 in apr, 2024, and packaged at r240 & cfs package line in apr, 2024. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. The customer returned 1 photo and 1 used defective sample. The sample shows: the needle has been removed, the extension tube at the end near the pp connection is broken. The returned sample does not have the leakage defect at the same location as reported by the customer. 3. Function test (45psi leakage test) is performed on retained sample of the complaint batch, the result is qualified, no leakage is found in any part of the sample. 4. Sku#(B)(4) is an intima ii product (pvc extension tubing). The intended use for the bd intima ii product is the intravascular administration of fluids. The maximum pressure the product can withstand is 45 psi (300kpa), and this product has never been declared to be used for high-pressure injection. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The returned sample showed a crack in the extension tube(the returned sample does not have the leakage defect at the same location as reported by the customer),but the product of the sku has never been declared to be used for high-pressure injection, so the bleeding of the sample during the injection of contrast agent cannot be determined to be related to the quality of the product, may be related to the incorrect use of the product.